Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Nineteen devices were received for evaluation; nineteen events were confirmed during testing. Fifteen devices were found to be affected by a component that had fallen off. Three devices were found to have fractured. One device was found to have fractured and have a component fallen off. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 19 malfunction events in which the device disassembled. Fifteen reported events had no patient involvement; no patient impact. Three reported events had patient involvement; no patient impact. One reported event had no information available from the facility regarding patient involvement or patient impact.